Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized with low blood glucose of 20 mg/dl to 40 mg/dl. The customer indicated that the pump was left at the hospital but that he does not need a loaner pump. Troubleshooting ended as the call was transferred.